Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 was failed. A field service engineer (fse) cleaned and greased all contacts on the tower latches to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door #4 had failed during a medication refill. The door initially opened; however, the latch clicked several times, and the system then indicated that it had failed to open. Attempts were made to recover the storage space, but the same issue occurred repeatedly. The pyxis was powered off and left off for five minutes to reboot; however, upon retrying, the same behavior persisted during recovery attempts. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.